Event description:
It was reported that during revisi0n hip surgery, the acetabular component was impacted through the acetabulum. The surgeon was experiencing difficulty in seating the acetabular liner. In addition, it was reported that the surgery time was extended by 3 to 4 hours due to an add'l procedure, requiring pelvic reconstruction with bone plates and screws.